Manufacturer narrative:
Patient information has not been provided. RMA issued. Replacement upgraded device shipped to site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The computer was replaced in the system in the field. The computer replacement resolved the issue.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure, the system became unresponsive. The site rebooted the system to return the system to navigation. The surgeon completed the procedure with the use of the navigation system after a 5 minute delay. There was no impact on patient outcome.